Event description:
Customer reported that she had unexplained high blood glucose and dka. Customer was taken to the emergency room and was hospitalized. Customer's blood glucose reading at the time of the emergency room visit was 482 mg/dl. Customer stated that she was vomiting, dehydrated and with stomach pain prior to hospitalization. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.